Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, the patient underwent revision surgery of the hip due to implant failure and failure to heal. The reason for the failure to heal is unknown. The failed implant involved trochanteric femoral nailing advanced proximal femoral nailing system (tfna) nail, tfna- helical blade, and unknown locking screws which were removed and replaced. The surgeon inserted a new tfna nail and tfna-titanium cannulated screw in place of the helical blade. It was the surgeon's preference to replace the helical blade with the screw. According to the surgeon, there were no obvious errors in the original surgery or implant. The surgical procedure was completed successfully. The patient outcome is unknown. This report is for one (1) tfna helical blade 95mm sterile. This is report 2 of 3 for (B)(4).